Manufacturer narrative:
Risk assessment; no lot # was provided, so a manufacturing record review could not be performed. The root cause cannot be determined conclusively, as the device was not returned and insufficient information was received.

Event description:
It was reported that during the surgery blocker was broken during primary locking. Clarification requested is in regards with the torque wrench and overtighten.

Event description:
It was reported that during the surgery blocker was broken during primary locking. Clarification requested is in regards with the torque wrench and overtighten.